Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. Data analysis revealed that the hiv target in the two initially reactive samples exhibited late, minimal, non-sigmoidal growth. Positive control targets and internal controls demonstrated robust, sigmoidal growth, confirming proper assay performance. The most likely cause of the discrepant hiv results was attributed to non-specific amplification, which typically does not repeat as reactive. A systemic product issue was not identified, and the donation was not used.

Event description:
The initial reporter alleged discrepant results for two plasma samples tested with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The two plasma samples were initially reactive for hiv. Repeat testing of the same plasma samples was non-reactive for hiv. Serology results for both samples were non-reactive. The donation was blood, and it was not used.